Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was previously implanted with a bifurcated stent grafts and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial implant, a type 3a endoleak was reported. A secondary procedure was performed on an unknown date in (B)(6) using non- endologix stent to resolve this event. The patient was reported as doing well post intervention. As of the date of this report, there have been no additional patient sequelae reported.

Event description:
At the completion of the clinical assessment on 12/06/2018, clinical was able to find substantial evidence to support the following additional findings of implant separation, stent cage dilation and stent migration of the suprarenal stent graft extension implanted on 09/21/2011. At the completion of the clinical assessment on 12/06/2018, clinical was able to find substantial evidence to support the following additional findings of stent migration of the suprarenal stent graft extension implanted on 04/01/2016. This report is for the bifurcated stent graft only. A separate MDR will be filed for each suprarenal stent graft extension. Note: this patient had a previous event reported under 2031527-2016-00177.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of a type 3a endoleak. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined. No additional investigation of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections; date of event.